Manufacturer narrative:
(B)(4). Medical devices: 183866, vngd ssk psc tib brg 16x63/67, 017260, 141512, biomet ilok stem tib tray 67mm, 315080, 145022, bmt smooth knee stem 12x80, 264690, cp113125, vngd ti fem ssk 65mm lt, 104750, 184764, series a pat std 31 3 peg, 309750, 00111314001, palacos rg 1x40 single, 85704574. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 03716, 0001825034 - 2018 - 03717, 0001825034 - 2018 - 03718, 0001825034 - 2018 - 03715, 0001825034 - 2018 - 03720. Remains implanted.

Event description:
It was reported that the patient underwent a left revision procedure and subsequently is still experiencing pain, swelling, limited range of motion, and a possible allergic reaction. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product was evaluated through manufacturing review, but the reported event was not confirmed. The device history records were reviewed and no discrepancies relevant to the reported event were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. The reported device is used for treatment.